Manufacturer narrative:
Product ID 3093-33, lot# v220528, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation was turned on leading to increased baseline pain and a loss of bladder control. There was no known accident. It had been a year and a half since therapy had worked well and she has had multiple "accidents" since then. The patient had only one program. It was reported two months after reported event date that the patient visited her physician and a manufacturer representative regarding the event. The patient was no longer having problems with her system. Additional information reported three months after physician visited, the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient felt an urgency like they had ¿to go now¿ and sometimes they had to ¿go and go then has to go again¿. It was noted that the therapy helped for a while but since 2010 they felt that ¿it stopped working¿ and was getting worse. It was also reported that the patient had the urgency issue since 1978 when they had kidney stones. The patient took oral medications (ramotol ?) Before the implantation of the ins but it did not help with their urgency. The patient stopped taking the medication when they received the ins. The patient had tried to increase the stimulation but felt it was too high. It was noted like a bowling ball was busting through her pelvic floor. The patient felt like they had to keep increasing the stimulation to get any effect from the therapy. The patient was unsure if they had tried any other programs with the device. The patient was on program 2 at 5.0 volts and stimulation was on. The patient was on program 3 at 4 volts she could not feel the stimulation. One month later, follow up information received from the patient reported that they had an appointment they could not keep. The patient stated that the device ¿is not behaving as it should¿ and had gone as high as possible with no relief. The patient noted tired of being embarrassed with it¿s failure. The patient desired to have the device removed. Additional information received over a year later reports the patient wanted to let us know her ins (stimulator) has been taken out. The patient reports a loss of therapeutic effect. The reason she had the device taken out was for the first three years it was great and then it stopped working, it ceased to function properly and wasn¿t compatible with my situation, and the incontinence came back. It was great for three years, it was fantastic but then it stopped giving the patient relief after three years. They tried to change the unit and the battery and wouldn¿t work for me anymore.